Manufacturer narrative:
H10: during investigation the reported problem could not be reproduced. No fault could be found. Subsequent functional verification testing was completed without further issues and the unit was returned to service. As the issue could not be reproduced or confirmed, a root cause was not identified.

Event description:
See initial report.

Manufacturer narrative:
Livanova (B)(4) manufactures the e/p pack, s5. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue. The investigation is ongoing. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that during priming a e/p pack, s5 showed an alarm, which the customer could clear before usage. During procedure alarms recurred and medical staff was not able to override it. There was no report of patient injury.